Event description:
Report of explant of devices system due to "infection" received per annual device tracking report. Follow up with hcp revealed the symptom of infection was "lead erosion". A culture was obtained from the device pocket and was positive for staph species coag negative. The pt was treated with both IV and oral antibiotics and total device system explant. The infection has resolved. The pt risk factor was diabetes.